Manufacturer narrative:
The device involved will not be returned for evaluation as it was implanted in the pt.

Event description:
It was reported during placement of the third coil (x-5-10-t10-tc), the aneurysm ruptured. Physician then placed an additional coil and the bleeding was stopped. No pt injury reported.